Event description:
It was reported that the patient's generator had prematurely depleted. The generator was implanted less than two years prior. At the last visit, his settings were relatively low and his battery indicator was at 100%. However, on (B)(6) 2018, the patient's generator was at end of service (eos, pulse disabled) and reportedly diagnostics could not be performed due to battery depletion. The battery status indicator showed 100%. The patient reported that he had not undergone surgery or been exposed to electrical currents. He did work around electricity but he was always at least five feet away. It was determined through a review of the internal data that the patient was at battery status indicator eos, pulse-disabled condition; however the battery voltage was consistent with a battery that hadn't been depleted. Based on the internal data, it appeared possible that the device was exposed to a transient high electrical current. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient submitted a voluntary medwatch reporting the events previously described in the initial MDR. He believed that the battery life indicator was inaccurate based on an unrelated device recall in 2010. This patient's generator was manufactured well after this issue and was not affected. The company representative reported that upon follow-up in (B)(6) 2018, the patient's generator was able to be programmed back on and that system diagnostics were within normal limits. No further relevant information has been received to date.

Event description:
It was reported that the patient's battery was at 75% 5 months prior but was now at 25% battery life remaining. It was believed by the patient and physician that the generator had prematurely depleted. No further relevant information has been received to date.

Event description:
Review of the internal data found evidence of premature depletion based on the approximate % battery consumed versus the voltage. Review of the entire history of the generator verified that there were no other unexpected drops in voltage. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient's generator was replaced. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The suspect product was received and underwent analysis. Product analysis indicated that the generator was received in pulse-disabled vbat eos condition and that burn marks were also identified on the pulse-generator case. However, based on available information, these burn marks and pulse-disablement are believed to be due to electrocautery use during explant and unrelated to the suspect instance of pulse disablement captured in this MDR. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. No further relevant information has been received to date.